Event description:
It was reported that during insertion of a retrograde femoral nail, the proximal screws were being inserted. Upon final tightening, the head of the screw was torqued off. The surgeon used a standard synthes small battery trauma drill to insert the screw under power. The screw was then hand tightened until the head of the screw was fully seated against the bone. It was then that the head came off and remained retained on the end of the screwdriver. The screw shaft was retained in the patient through the nail. The patient outcome/status is good. There was no surgical delay. This report is 1 of 2 for com-(B)(4).

Manufacturer narrative:
(B)(4). Device was not implanted or explanted. The screw head will be returned to the manufacturer for review/investigation, but has not yet been received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: a review of depuy synthes monument device history records for manufacturing revealed no complaint related issues for complaint number com-(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.